Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of calcium gluconate. The 10ml bd syringe contained approximately 8.6ml of medication. The intended infusion rate was 2ml/hr. The actual volume infused was approximately 8.6ml in one (1) to nine (9) minutes. There was patient involvement, but no harm.